Event description:
A report that a patient was experiencing pain at the ipg site was received. The doctor's physician assistant did not believe that the pain was device related. However, the patient was given lidocaine to treat the pain.